Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the patient developed a granuloma, which resulted in spinal surgery and system removal. It was noted the patient's overall help was compromised at the time of implanted neurostimulator battery depletion. The nurse practitioner who followed the patient indicated the current plan was to see if the granuloma cleared sufficiently enough for pump re-implant with prialt (or alternatives).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#(B)(4), implanted: (B)(4), 2003, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by the consumer via the company representative regarding the consumer&#62688;implanted system which was used to deliver dilaudid. The patient&#62688;concomitant medications included oral morphine. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that there was an inflammatory mass or a hematoma at the end of the catheter which was why the system was removed. The event date was (B)(6) 2016. On (B)(6) 2016 the rep reported that the patient had not been into the office again so they had no further information to report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.